Event description:
The hcp reported the patient had been experiencing withdrawal symptoms of increased spasticity with the spasms being worse at night, and significant pain. There had been no volume discrepancies at refills, thought there had been an audible "ticking of the pump." A catheter dye study and rotor study were done and reported as fine. The catheter had been spliced three times. The device system was explanted and replaced on 04/11/2006 per physician request. A follow up report will be sent if additional informtion is received.